Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause and treatment of peritonitis were not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13e25019 and h13c20080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was clarified that the patient (pt) was initially admitted to the hospital with a ruptured diverticula that resulted in peritonitis. The details of treatment were unknown. On an unreported date, during hospitalization, the pt experienced a second rupture diverticula. On an unreported date the patient's pd catheter was removed and the pt underwent bowel surgery including colostomy due to the ruptured diverticula. The pt was placed in the intensive care unit. The pt also had a gastrostomy tube placed. The pt experienced a recurrent peritonitis event as a result of the gastrostomy tube. Subsequently the pt passed away. The cause of death was heart failure. Aspiration pneumonia was also suspected, but was unable to be confirmed. It is unknown if an autopsy was performed. The hp was not discharged from the hospital and had not recovered from the peritonitis events prior to his death.